Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient got infected and was very ill. Their entire system including the ins, leads, and extension was explanted. The factors that led to this are unknown. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.